Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed the reported problem. The blister package seal on the top was observed open, also around the edges near the top side of the blister. The reported condition was verified. The cause of the condition was due to human error during production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link microbore catheter extension sets had opened individual packages. This was observed when the packages were removed from the plastic wrap. There was no patient involvement. No additional information is available.